Event description:
On (B)(6) 2012, the patient's mom/reporter contacted animas to report that the patient required medical intervention for a blood glucose reading of 509 mg/dl after the patient lost the battery cap for the animas pump. On the day of concern, the patient reportedly changed the battery on the insulin pump and reportedly did not secure the battery cap. During school time, the battery from the insulin pump fell on the floor. The patient could not find the battery cap and had the pump in his pocket the rest of the day. The patient went without insulin pump treatment the rest of the day. Subsequently, he felt sick after his blood glucose reading was elevated to 509 mg/dl. He was treated at the hospital with IV insulin. The patient is currently insulin via syringe. The power issue was resolved with training. This complaint is being reported because the patient had blood glucose reading above 500 mg/dl and required medical intervention after he lost his battery and went without insulin pump therapy for a day. Use error involving the subject pump could not be ruled out as a contributor. Hence, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.